Event description:
It was reported the patient lost stimulation and experiences positional stimulation when she turns her head. An sjm representative met with the patient and reprogramming was unable to resolve the issue. The patient felt some pressure at the neck and hand. An impedance check indicated 0 ohms on all contacts. X-rays have been ordered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.